Event description:
Event description boston scientific received information that this patient had his ventricular lead impedance meaurement drop to less than 100 ohms, with no capture and no sensing. The patient was not pacemaker dependent and there were no adverse effects.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received approximately 10 years, 3 months later that continued low out of range pacing impedance measurements less than 200 ohms in addition to noise was observed. Additionally, low intrinsic amplitude measurements were noted in unipolar configuration. An invasive procedure was performed. The physician experienced difficulty advancing a stylet past where the lead enters the venous anatomy. X-ray showed that the lead was crushed. The lead was laser explanted and a new lead was implanted. The pacemaker was explanted during the procedure for normal battery depletion. No additional adverse patient effects were reported.